Event description:
A customer reported that their AED is flashing its red asi and that the speaker does not work. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the electronic log files from the AED have not been returned and the root cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.